Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient complained of "electric charges" across their chest. It was noted that the lead monitor trend ran at higher outputs. The lead monitor trend was turned off and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.